Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 145185caw rev e 03/16; alerts and alarms 10 / page 127. Hazard alarms are continuous tones and occur when either the pod or pdm is in a serious condition. During an alarm the pdm will display an on-screen message with instructions for taking care of the alarm condition. Be sure to respond to all alarms when they occur.

Event description:
The patient reported her pdm (personal diabetes manager) gave a reset clock alarm every time she removed the batteries to the pdm. It was noted that sometimes it will happen when she uses the extended bolus or the temp basal rate function in the pdm. The patient is paralyzed on the left side and is also allergic to the adhesive pad. There was no issue noted with the patient's blood glucose levels. She also uses tegaderm tape as a protective layer, even though she had some infections from the tegaderm tape. She also reported that she went to the hospital but could not remember what exactly happened at the time of the hospital visit. No further information regarding the patient's hospital visit or treatment was provided. The patient went to the hospital eight times (related complaints: (B)(4)).